Event description:
Pt's blood glucose level was tested using the assure ii blood glucose meter with the result of 78mg/dl. Pt reported feeling ill and emt was called. Approximately 30 minutes later, emt took another test and the result was 53mg/dl. Strips involved in the event had been open for approximately 10 days and were stored properly. They do not appear damaged.